Event description:
It was reported that: while the device was ventilating a patient, the user heard a loud pop, smelled an atypical burning color odor, the device alarmed and the ventilator stopped functioning. The patient was transferred to another device. No patient injury.